Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as red, raised, burning, itching, and bleeding with broken skin localized around the borders of the plastic frame of the patch. The patient reported a known history of sensitivity to adhesives. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. The outcome of the wound is unknown.